Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted and tethered posterior leaflet. A steerable guide catheter (sgc) (40407r1102) and a mitraclip xtw (40429r1032) were inserted and advanced to the mitral valve. However, difficulties grasping and capturing the leaflets occurred, and a posterior leaflet flail/tear was observed. It was noted that the first implanted clip remained attached to both leaflets. To stabilize the leaflet, the clip was positioned lateral to the tear. A second mitraclip xtw (40515r1071) was inserted. However, while rotating the box, the sgc was not translating to the heart. It was observed that the box was no longer connected to the catheter and was rotating independently. Therefore, the sgc was removed and replaced. The second mitraclip xtw was inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. It was noted that the second clip also contributed to the flail. Therefore, the clip was removed. The procedure was completed with one clip implanted, reducing the mr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult to grasp and difficult to capture appear to be related to patient morphology/pathology due to very tethered posterior leaflet. The reported tissue injury was due to combination of multiple grasping/capturing attempts and patient morphology/pathology. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was attempted to be implanted. There is no indication of a product issue with respect to manufacture, design or labeling.